Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the customer was unsure of the amount of insulin that the cartridge had been filled with; however, at the time of the reported event, the insulin gauge displayed 105 units. There was no reported impact to the customer's blood glucose level. Reportedly, the customer loaded a new cartridge.